Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate gauge was fluctuating. Blood glucose was 203 mg/dl. The customer declined tandem technical support's offer to troubleshoot and reportedly, changed the cartridge.